Manufacturer narrative:
(B)(6) 2016 11:53 am (gmt-5:00) added by (B)(6) ((B)(4)): it was stated that two pressure transducer printed-circuit boards (pcb's) were replaced but only one pcb was returned for further investigation. The reported pre-use checks failure was reproduced during testing of the returned inspiratory pressure transducer pcb in a reference ventilator. During ventilation testing, an alarm for low peep was generated. Those failures were caused by a faulty pressure sensor on the returned pcb. Ocular inspection showed that the pcb was dusty and, it had dried stains from an unknown liquid that had contaminated the pcb and affected the function of the pressure sensor. Once the pressure sensor was replaced, performed pre-use checks tests passed without deviation, and no alarms were generated during ventilation testing. The source for the observed contamination has not been determined. The root cause for the reported failure could not be determined as a result of this investigation.

Event description:
(B)(6) 2016 11:38 am (gmt-5:00) added by (B)(6) ((B)(4)): this report is duplicate of already receive MDR with the manufacturer report #: 8010042-2015-00175. The record is being created as requested per the FDA correspondence that requires a supplemental report be filed electronically. It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).